Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, the quantum controller gave the following error message: e8 wand error. The procedure was successfully completed with a surgical delay greater than 30min using a competitor device (covidien). No further complications were reported.

Manufacturer narrative:
H10: h3, h6:the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided picture shows a quantum unit from the front with an e8 wand error displayed on the screen. Visual inspection observed the lid has impact/drop damage to it, a corner is damaged. Functional evaluation revealed after boot up, the unit asks to press any button even though no accessory is plugged in. After pressing any button the unit presents an e8 wand error. The unit was opened and removing both wand ports did not resolve the issue. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of the main board. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Visual inspection of the customer provided picture shows a quantum unit from the front with an e8 wand error displayed on the screen. The complaint was verified and the root cause could not be determined as the unit was not returned for evaluation. Factors, which could have contributed to the complaint event, there could have been a power surge to the controller which could have caused it turn on and off triggering the connected wand¿s single-use limit feature which could have caused an error code or reusing a previously connected wand. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, the quantum controller gave the following error message: e8 wand error. The procedure was successfully completed with a surgical delay greater than 30min using a competitor device (covidien). The patient was already anesthetized when the problem occurred. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).